Event description:
It was reported by service report that the cot had a detached plate cover that was causing a pinch point. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Plate cover.